Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. There was reportedly moisture/corrosion in the battery compartment. There was no indication of damage to the pump. There was no indication that the product caused or contributed to an adverse event. This is reportable because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/21/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/01/2016 with the following findings: on examination, the battery compartment was cracked and there was moisture corrosion inside the battery compartment. The returned battery cap secured to the pump and maintained electrical connection. Leak testing failed due to a battery compartment leak. The pump was unable to power up and was completely unresponsive due to the moisture corrosion. The reported ¿power¿ complaint is duplicated. The pump cover was removed for investigation and revealed further moisture ingress to the printed circuit board, on the motor connector, the reference voltage circuit, and the eeprom.